Event description:
It was reported that during implant, the lead dislodged. Repositioning failed due to helix not extending even after 30 turns. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the length of the fully extended helix is out of specification due to distortion of the helix.